Event description:
A nurse reported issues associated with hemodialysis (hd) treatments. The arterial and venous drip chambers go down due to the increased suction of air. In a follow up, the nurse clarified that the staff has noticed that the new transducers suck in more air to the lines. The staff are having to raise blood level in the arterial and venous chambers more because of this. The staff is noticing more clots in the dialyzer after they return the patients' blood but not causing any patient harm. There are no samples to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.